Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6) . The investigation is ongoing. Medwatch field e1 facility name - the full facility name was provided as (B)(6) universität.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. No questionable results were reported outside of the laboratory. The sample was initially processed on a roche cobas 8100 preanalytic system and then measured on the e801 analyzer, resulting in a troponin t value of 265 ng/l. The sample was automatically repeated, resulting in a troponin t value of 16.5 ng/l. The sample was repeated again, resulting in a troponin t value of 17.4 ng/l.

Manufacturer narrative:
The sample centrifugation g-force may have been higher than recommended by the tube manufacturer. A general reagent issue can be excluded as quality control run prior to the event was within range. The investigation could not identify a product problem. The cause of the event could not be determined.